Event description:
The customer reported to olympus that the bronchovideoscope. The issue was found during preparation for use for a diagnostic procedure that was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: coating peeling on the connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the coating peeling on the connecting tube. In addition to the reportable malfunction, the following were noted: the universal cord was stained and the coating was peeling off; the bending section cover adhesive was floating; the connecting tube was wrinkled and was not waterproof due to a perforation; the insulation resistance value did not meet the standard due to the perforation of the connecting tube; the insulation resistance value of the leading edge did not meet the standard due to peeling of the bending section cover; the bending tube was deformed and the connection between the bending and insertion parts was loose; the forceps channel port was corroded; the electrical connector had corrosion due to leakage; the grip was deformed; the charged coupled device lens was contaminated; damage to the charged coupled device unit caused a blurred image; the angle of curvature in the up direction did not meet the standard due to wear of the angle wire; the objective lens glue was missing; and a third-party repair has been performed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, one of the following may have led to the malfunction: physical stress such as rubbing or hitting insertion section, chemical stress from reprocessing, or stress of improper storage environment; however, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): "important information, please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Additionally, the reprocessing manual warns: "1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. The storage cabinet must be clean, dry, well-ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor the field performance of this device.